Event description:
It was reported that the right ventricular (rv) lead thresholds and impedance had risen and were trending high. It was thought that the lead was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).